Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the lever was damaged. The lever assembly was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the dermatome was found missing the black activation notch. There was no harm or delay reported as there was no patient involvement. No adverse events were reported as a result of this malfunction. Diligence is complete. During device evaluation the technician verified that the power switch/on-off button was damaged and the switch was missing.